Event description:
The initial reporter complained that the elecsys free psa (free psa) was greater than the elecsys total psa (total psa) for 1 patient sample tested on a cobas e 411 analyzer (rack system). This medwatch will cover free psa. Refer to medwatch with a1 patient identifier (B)(6) for information on the total psa results. The free psa result was 0.010 ng/ml with a data flag. The repeat result was 0.010 ng/ml. The total psa result was 0.006 ng/ml with a data flag. The repeat result was 0.006 ng/ml.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the scanner and the fingerprint are broken and they both need to be replaced. A field service engineer troubleshot an issue with the scanner not scanning and found a damaged universal serial bus cable. The fse replaced the cable reset the fingerprint reader rebooted the system and successfully tested the scanner with the customer. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The free psa reagent lot number was 854519 with an expiration date of 30-jun-2026. Calibration for free psa was last performed on 13-feb-2025. The operator derived the data on 05-mar-2025. The qc data was derived on 05-mar-2025. The date of the event was 27-feb-2026. It was confirmed that the customer manipulated the time and date on the display, which led to the date displaying back to one year ago. This manipulation of time and date is considered an off-label use. The investigation did not identify a product problem.